Event description:
The customer reported a ventilator that would not power on. This was clarified as a ventilator that was vent inop with diagnostic code 1012 (air valve liftoff failure). No patient involvement